Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: unknown clear/white residue appears within dilator the hub. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on evaluation of the provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or material analysis (ftir). Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation per event description ''during device preparation, a white, glue-like residue was observed inside the dilator hub when opening the box, and no flushing was done.'' Per evaluation of the provided imagery, the dilator hub contained a clear/white residue. The residue may be excessive adhesive applied during manufacturing, however, due to unavailability of the device, an ftir analysis was unable to be performed. Therefore, due to insufficient information available, a definite root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported, it was a case of an implant of a 23mm sapien 3 ultra valve, in aortic position by transfemoral approach. During device preparation, a white, glue-like residue was observed inside the dilator hub. The device was exchanged for a new one, and the procedure was successfully performed. The patient was alive at end of procedure.

Manufacturer narrative:
The investigation is ongoing.